Event description:
The customer reported that during a total hip replacement procedure, the tip protector from the electrode fell off and couldn't be located. The surgeon was using the tip protector as additional insulation on the electrode. The doctor was not concerned and believed the tip protector was somewhere in the drapes. The surgeon did attempt to locate the tip protector in the wound, but didn't see it. The customer was unable to provide any additional information, including the catalog number or lot number of the incident device.

Manufacturer narrative:
(B)(4). Date of initial report. To date, the incident sample has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.